Manufacturer narrative:
(B)(4). S/w version unknown. Retainer ring = black. Patient returned pump for an alleged exposure to moisture and cosmetic damage located at the back of the pump observed on (B)(6) 2022. Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Unable to download history files and traces using thump due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor, and motor. Additionally, the battery tube was shifted preventing the battery from making contact. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked case, battery tube threads - cracked, cracked case (battery tube), and moisture damage. Blank display was confirmed during analysis due to moisture damage on the pcba 1, pcba 2, force sensor, and motor. Exposure to moisture confirmed. Cosmetic damage was confirmed at the back of the pump (cracked) along the battery compartment.

Event description:
Information received by medtronic indicated that the insulin pump had a crack is at the back and the side of the battery compartment. No harm requiring medical intervention was reported. The insulin pump returned for analysis.